Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: a manual time change from 9:33am to 10:33am was observed on (B)(6) 2014. There was no other activity related to the complaint observed in the pump histories. A timekeeping accuracy test was performed. The pump maintained time accurately during a 5 day duration test; however when the pump was left without power for 1 hour and then powered back on, it had returned to the default time and date. The pump was opened for further investigation and the internal clock battery was found to have malfunctioned.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that there had been greater than 5 minutes/month related to a time loss/gain issue in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.